Event description:
It was reported that the patient presented for a device upgrade procedure from a dual chamber implantable cardioverter defibrillator (ICD) to a biventricular ICD. Prior to the procedure, it was noted that the right atrial lead exhibited high capture threshold. The physician decided to replace the lead during the upgrade. The right atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.